Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the patient registry that a patient with a 27mm 11400m mitris valve underwent a redo mitral valve replacement procedure after an implant duration of two (2) months due to degeneration with severe mitral regurgitation with pvl secondary to staphylococcus epidermidis endocarditis. The patient initially presented with fevers, chills, and chf. Intraoperatively, thickening and vegetation were clearly identified on the atrial aspect of the mitral valve. The explanted valve was replaced with another 27mm 11400m mitris valve resulting in a mean gradient of 5mmhg and trace mitral regurgitation. There were no complications. Per the surgical pathology report, hepatitis b virus was presented on the explanted surgical valve.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry, that a patient with a 27mm 11400m mitris valve. Underwent a redo mitral valve replacement procedure, after an implant duration of two (2) months, due to unknown reasons. The explanted valve was replaced with another 27mm 11400m mitris valve.